Manufacturer narrative:
Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The biomed replaced 2 solenoids and data acquisition pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The 2 solenoid valves were returned for failure analysis. The customer complaint was not verified. There was no fault found. The returned valves passed all testing.

Manufacturer narrative:
The unit was being prepared for treatment with a noted delay in therapy but no patient harm or injury.

Manufacturer narrative:
Based upon the information provided,it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Event description:
It was reported to philips by a customer that the unit was giving an error code. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer unit had error code. The rse instructed customer to ensure all of the solenoids pins are properly installed into the da pcba. The customer stated he has an extra da pcba and will try it. The rse recommended replacing solenoids auto zero and da pcba. The customer stated the unit ran the whole weekend and no issues found. He plans to order the 2 solenoids and da pcba and follow the OEM manual recommendation. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.